Event description:
Customer reported that hlf dose rate high=163.1 mgy/min. Before adjustment of collimator norm and mag modes: ii entrance dose=32.4 ugy/min, standard dose rate=80.33 mgy/min. Although within spec found collimator sizing: norm xray field 299 -norm view field 285=14, norm mag 1 xray field 212 -norm mag 1 view field 201=11, norm mag 2 xray field 161-norm mag 2 view field 151=10. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and after adjustment of collimator norm and mag modes: ii entrance dose =31.9 ugy/min, standard dose rate =78.10 mgy/min, hlf dose rate =158.1 mgy/min. Norm xray field 292 -norm view field 284 =8; norm mag 1 xray field 202 -norm mag 1 view field 201=1; norm mag 2 xray field 154 -norm mag 2 view field 151 =3. Unit repaired, tested, and functional for installation. New calibration files saved to diskette on workstation. System operates as intended.